Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an internal investigation, this device was identified as being shipped with an unapproved communication configuration programmed. The device was successfully implanted and no issues have been reported from the field.